Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation.

Event description:
The circuit board of the machine had gone out. Linked to mfg report number: 3006697299-2015-00119.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: methods: review of device history records. Review of complaints history. Results: DHR review was completed for cusa excel console serial number (B)(4). Date of manufacture: february 2012. No non-conformance reports were raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. Rate of occurrence: during the time period ¿(B)(6) 2015¿, the global product usage for cusa excel console was calculated as (B)(4) usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. The quantity of complaints ((B)(4)) over the review period with the key words identified in the complaint review can therefore be calculated as (B)(4)%. Conclusion: root cause is not required since the product was not returned for evaluation and confirmation received reporting the cusa excel console was working to specification and in use by the facility.